Event description:
Per end user had invacare chair 12 yeas ago and customer mentioned frame had broke. He also stated he threw chair away unable to get fixed. Dealer east coast medical went out of business.